Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of a green image problem could not be confirmed. As such, the cause for the reported issue remains unclear. As the reported condition could not be confirmed, no countermeasures nor containment actions were deemed necessary in relation to this reported event. Olympus will continue to monitor field performance for this device.

Event description:
The sterile processing technician at the user facility reported, the endoeye high definition ii, autoclavable video telescope has a colored image malfunction, the "lens is green". The customer reported problem was found during an unspecified procedure. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
No further information regarding the event was provided by the customer. The subject device was returned for evaluation and the customer¿s reported issue was confirmed, the image produces a green image. The inspection also noted the following (non-reportable) defects: the image has white and colored pixel defect, the surface coating at the distal end fiber is damaged, scratches on the distal tip, indentations on the rigid outer tube, minor debris particles under the light guide coverglass, and the side of the video connector unit is cracked. A review of the manufacturing and quality records for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The device history records showed that the device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k111788.